Manufacturer narrative:
(B)(6); device was not returned for evaluation. Additional information was requested and the following was obtained: the patient returned to the or 1 day post-op to correct intraluminal bleeding. The patient was not discharged. The patient returned to the or 2 additional times to correct intraluminal bleeding; a colonoscopy was done both times. The patient is still in the hospital, is stable and doing fine. Additional information received: where was the bleeding located on each reoperation? Bleeding consistently was located on staple line. What did the staple form look like? Surgeons (both dr. (B)(6)) indicated that the staple line looked intact and satisfactory. Where was the indicator located in the firing range (green zone)? Unknown. Having worked with dr. (B)(6) previously, usually she has the indicator either in the middle of the range or 2/3¿s of the way down (lower mark ¿ approximating blue). In conversation with dr. (B)(6) last week, she thought she may have needed to tighten down the circular stapler a little more in this instance. Was the patient undergoing any coagulation therapy? Unknown. Did the patient require any blood products? Unknown. How were the leaks mitigated? No anastomotic leak. Intraluminal bleeding only.

Event description:
It was reported that after a low anterior resection / left colectomy procedure, the patient experienced significant intraluminal bleeding post-operatively and was taken back to surgery post-op day 1 ((B)(6)) to repair bleeding and achieve hemostasis. During procedure, the surgeon noted no discrepancies with staple line and air leak test was performed without issue. Case was completed with device as intended and without issues or challenges recognized at time of procedure. Staple line appeared satisfactory and air leak test performed satisfactory as well. Patient is ok and doing fine. Discharged from hospital. One device was discarded.